Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 4 infusion set fell off during use events on 15-jun-2024. The events occurred within few days of insertion. The patient replaced the infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.